Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was returned for analysis. Examination of the returned trial liner confirmed the broken condition. The overall condition of the instrument suggested heavy usage since the device showed several wear and nicks. The reported complaint was partially confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system could not be performed with the provided information, since a finished goods lot number was not provided. Corrected:

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the 36x54+4 pinnacle liner trial is broken. The trial is cracked and can not be re-used. The metal broke off of the plastic. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.